Event description:
The customer was sent to the emergency room for low blood sugars. The customer stated that they were connected to the pump when they performed a manual prime during a set change. The customer admitted that it was their error that caused them to have low blood sugars.